Manufacturer narrative:
Method: device will not be returned for evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Multiple attempts have been made with the healthcare provider to obtain the operative report; however, no additional information has been supplied. Additionally, the explanted valve will not be released per the hospital's policy; therefore, the device cannot be evaluated and the event, as reported, cannot be confirmed. Conclusion: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without adequate information from the healthcare provider, we are unable to conclusively determine the root cause for the explant of this device.

Event description:
Reportedly, a 2800 25mm aortic valve was explanted after an implant duration of approximately 8 years, 3 months (99 months) due to severe aortic insufficiency. Per the surgeon, there were 2 tears in 2 separate leaflets near the stent post between the non-coronary and left coronary commissure; other than that, the valve appeared normal.